Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:the device had noticeable blood and fluid within optiview channel would cause it to stick on one side. The optiview ring (funnel/seal) came over to one side of the trocar.

Event description:
It was reported that during a laparoscopic bypass procedure, the trocar inner slit would creep over during instrument exchanges frustrating surgeon because it would block tunnel where stapler was to go down. Stuck finger in tunnel to push and slide over white ring portion to complete the procedure. There were no adverse consequences for the patient. One device was discarded.